Event description:
A pt's device sys was found to have unexpectedly turned off in the middle of the night. The device was turned back on. Upon interrogation of the battery, no errors were found. All impedances were noted as being under 2000 ohms. The device hours used was 4030 with the last reset having occurred on (B)(6) 2010. Number of activations was 1. The battery status was found to be ok at 3.06 volts. The pt was stated to have no problems as of (B)(6) 2010.

Manufacturer narrative:
(B)(4).